Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation, a device history record review, and a visual inspection were performed. Two flex arms (part #: 03.612.010, lot #: 9914323, quantity: 2) were forwarded to the manufacturer, mediflex for investigation. The devices were inspected and they were still conforming with manufacturing specification. Additionally, a review of the DHR shows that both devices were manufactured and inspected to specification and functioned as intended upon departure from mediflex. A dimensional analysis is not applicable due to the supplier finding the device with in specifications. A material and hardness test is not applicable at this time as the devices went through those tests during the inspection testing at the time on manufacturing and the DHR records showed no issues. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. A visual inspection showed signs of light wear and tear, specifically surface scratches, none that would inhibit the functionality of the device. The flex arms are used to assist the surgeon in gaining access to the posterior thoracolumbar spine. A manufacturing investigation was conducted in addition to a device history record review. Two flex arms (part #: 03.612.010, lot #: 9914323, quantity: 2) were forwarded to the manufacturer, mediflex for investigation. The devices were inspected and they were still conforming with manufacturing specification. Additionally, a review of the DHR shows that both devices were manufactured and inspected to specification and functioned as intended upon departure from mediflex. A dimensional analysis is not applicable due to the supplier finding the device with in specifications. A material and hardness test is not applicable at this time as the devices went through those tests during the inspection testing at the time on manufacturing and the DHR records showed no issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part # 03.612.010, synthes lot # 9914323. Release to warehouse date: 28-dec-2015. Expiration date: na. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2017, the insight tubes were not attaching properly to the insight flex arms. There was another instrument available. The procedure was completed successfully with no reported surgical delay nor patient adverse event. The patient outcome was unknown. Concomitant devices reported: insight tubes (part # unknown, lot # unknown, quantity unknown). This report is for one (1) flex arm. This is report 1 of 2 for (B)(4).